Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this repot only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of device reset was confirmed in the lab via review of the memory nap. With another power-supply attached, the device functioned normally. The device was tested on the bench and using automated test equipment and no anomalies were observed. This is consistent with the observation from the field of eri eol. The root cause of the battery depletion is normal battery depletion.

Event description:
It was reported that the pt went to the ER with no pacing observed. Device was in reset. No therapies were enabled. Device was explanted and replaced.